Event description:
A customer reported via health authority that the probe was unable to properly extract silicone oil before surgery. The type of procedure was unknown. The procedure was completed. It was unknown how the procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2 and h.11. Upon reviewing the file further, it was assessed that the vitrectomy probe was used to extract silicone oil instead of viscous fluid control in this report. This information does not meet the criteria for a reportable malfunction. No further reports will be scheduled under mfg. Report num. 1644019-2025-00244. The manufacturer internal reference number is: (B)(4).